Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. We are currently seeking further information regarding this event. We will provide a follow up report with the results of our investigation.

Event description:
A hospital in (B)(6) reported that there was excess condensation in an rt212 adult inspiratory heated breathing circuit. This was noticed prior to patient connection.